Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID: 3889-28, lot# v386649, implanted: (B)(6) 2010, product type: lead.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that during an ins replacement procedure, the lead broke; the lead sheath pulled away from the electrodes when trying to remove the lead from the existing battery. Three impedance checks were done on the lead at rates of 1.5/1.6/1.7 with a pulse rate of 300. Only a single bellow was observed on one of the combinations. There was also an impedance >4000 on the combinations with 2 electrode. A new lead was placed and the issue was resolved. It was noted that the old lead was left in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.